Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the ventilator indicated an o2 mismatch alarm during use. No patient harm was reported.

Manufacturer narrative:
The customer did not return the defective device for evaluation but did provide the device logs for review. Technical support was unable to duplicate the customer's reported issues, but technical failures were observed in the log review. A field service engineer (fse) went on site to verify that there were no issues with the tubing. The device passed all testing. O2 sensor will be replaced as a precaution to reduce the likelihood of recurrence.